Manufacturer narrative:
Block h6 device code a1702 is being used to capture the reportable event of failure to retrieve anchor. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a apollo esg system was used during a endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the anchor exchange failed to retrieve anchor. The procedure was completed with original method and/or device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block d1 (brand name), d2a (common device name), d2b (pro code), d4 (model number, lot number, catalog number, expiration date), g4 (premarkert / 510(k)#) block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Investigation summary: the device was not returned for investigation, although, the customer provided a picture of the device the event could not be confirmed with the lack of evidence provided. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a apollo esg system was used during a endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the anchor exchange failed to retrieve anchor. The procedure was completed with original method and/or device. There were no patient complications reported as a result of this event.